Event description:
It was reported that the patient was in the hospital and needed cardiopulmonary resuscitation (CPR). While the doctor was performing CPR, the device gave a shock. The doctor stated feeling a tingling sensation. The device was checked, and everything was fine. The patient is alive and well. There were no additional adverse patient effects. The system remains implanted.